Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the battery drawer of the epg was damaged due to battery leakage. It was noted to have corrosion. The epg was cleaned and lower case and label were replaced. Calibration was performed and the epg passed system testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery compartment was damaged due to battery leakage. There was no patient involvement.